Event description:
Received notification on (B)(6) 2011 from american medical systems that patient eb had been in our facility on (B)(6) 2011 related to a malfunction of the ams 800 artificial urinary sphincter. The company was inquiring as to the status of the artificial urinary sphincter components. We were unaware of this event at the time it happened and the product had not been sequestered. This report is being submitted at this time related to this malfunction. On (B)(6) 2011 admission and patient was discharged same day.